Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Following implant, low impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced and the device was explanted and replaced. It could not be determined if the rv lead or device were the cause of the high impedance. The patient was stable following the procedure and there were no adverse consequences. Manufacturer reference number: 2017865-2019-11181.

Manufacturer narrative:
The complaint of low impedance measurement was not confirmed. The device was received in normal range of operation. The analysis performed, including device output monitoring and lead impedance measurements, did not find any anomalies. Battery voltage and lead impedance were still in normal range of operation. Further analysis of the device header and atrial and right ventricular (rv) channels also found no anomalies. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following implant, low impedance was observed on the right ventricular (rv) lead. The rv lead was revised and the device was replaced. It could not be determined if the rv lead or device were the cause of the low impedance. The patient was stable following the procedure and there were no adverse consequences.